Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 the device was returned to olympus for inspection and the reported failure of internal damage in the forceps channel was confirmed. A root cause could not be identified however, based on the results of the investigation, it is likely that the forceps channel was damaged due to the forceps being inserted and removed while open. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ureteral stent removal procedure, the cysto-nephro videoscope experienced internal damage in the forceps channel from the center of the insertion section to the distal end. After the user had removed the scope from the patient, suspicion of damage to the inside of the forceps channel when forceps used during stent removal were inserted and removed while open. The patient was under sedation. The intended procedure was completed successfully with the same device. There was no report of patient harm associated with this event.